Event description:
Customer reported a leak when using the coulter lh 750 hematology analyzer. The leak was approximately 2 ml of diluent leaking from the blood sampling valve (bsv) in the analyzer onto the counter. There were no instrument generated error messages. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. While servicing the analyzer, the fse also identified the white blood cell (wbc) bath was discolored. The operator was wearing gloves and lab coat at the time the leak was discovered. There was no biohazard exposure to open wounds or mucous membranes. There was no report of erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer. Prior to the fse's arrival to the customer's facility, the customer had reattached the tubing through vl64 to resolve the leak. The fse replaced the tubing through vl64. The fse also found the white blood cell (wbc) bath was discolored and replaced the wbc bath. (B)(4).